Manufacturer narrative:
(B)(4).

Event description:
It was reported the revision surgery was performed due to pain and loosening components. During the revision it was noticed the cement was well bonded to the bone but was not bonded to the components.

Event description:
It was reported that a revision knee surgery was performed due to unspecified reasons.